Manufacturer narrative:
A copy of the patient's discharge summary was received. Based on the report, the patient was a (B)(6) female who was electively admitted for 4th time redo minimally invasice tricuspid valve replacement. The decision for surgical intervention was decided with 12 months history of progressively worsening shortness of breath, significantly affecting her quality of life, and severe tricuspid regurgitation on toe. She was admitted to the hospital 3 days prior to the surgery for optimization of preoperative issues, which included renal impairment, fluid overload, and hyperkalemia. She was transferred to (B)(4) where she was commenced on milrinone, with some good effects. Bedside echocardiogram was performed twice preoperatively which showed at least moderate to severe right ventricular systolic dysfunction with severely dilated r) ventricle. Bedside echocardiogram post milrinone administration showed significant improvement in r) ventricular systolic function. Given her preoperative state, despite the very high risk nature of the procedure, she has decided to proceed with the operation. She was operated on (B)(6) 2011, and returned to (B)(4) post operatively where she required fluid therapy and inotropic support for hypotension. Approximately 4 hours post op. She was noted to have increased bleeding with coagulopathy. Cxr showed opacity of r) lung fields, therefore chest drain was inserted, drained more than 200ml per 15 minutes. Urgent bedside echocardiogram showed moderate rv systolic dysfunction and moderate pericardial effusion. She was given massive transfusion bloods, and was taken back to theatre for emergency re-opening of anterior thoracotomy for haemostasis." Postoperative issues were indicated as vasoplagia; hepatic failure; acute renal failure; encephalopathy; melena. "She was reviewed by multiple teams (gastroenterology, genera surgery, haematology, renal) for her active issues. Although she remained critically ill, she was making small progress everyday. However, on day 6 post op, she was transferred to general ICU for cvvh for worsening acute renal failure, and was also commenced on tazocin prophylactically for pneumonia +/- sepsis. Day 7 post operatively, she deteriorated overnight with increase inotropic requirement, worsening of acidosis and seizure activity. Maximal therapy was given in attempt to improve her clinical situation, however she further deteriorated. Family meeting was organized between the family, ICU consultant and cardiothoracic surgeon, and the decision was made to withdrawal treatment as maximal therapy has failed. She deceased at 10:25 on (B)(6) 2011. Septic screen result became available after her death, which showed proteus mirabilis, klebsielia oxytoca, and kiebsiella oxytoca from her blood culture. Proteus mirabills and klebsiella oxytoca from her sputum mc+s. Her case was notified to the coroners." There is no information suggesting that the edwards valve caused or contributed to the patient's death. No further actions are possible with the available information.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information. Corrected data: corrected the following information: lot# and expiration date, approximate age of device, device manufacture date.

Manufacturer narrative:
Device not returned. Unfortunately, the sample device was not returned, therefore, no evaluation could be performed. There have not been any allegations that the valve caused or contributed to the patient's death. The device history record (DHR) review is still in process. No further actions are possible with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the patient expired after an implant duration of approximately 37 days due to a probable chest infection. The health-care provider indicated that the patient had subsequent sepsis and multi organ failure. No other details reported.